Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angioplasty treatment procedure, premature stent deployment inside an introducer sheath occurred. Vascular access was obtained through the femoral artery. The physician was treating a 99% stenosed lesion located in the severely tortuous external iliac artery. The lesion was pre-dilated with a sterling balloon catheter. This 8x47x75 6f reduced profile wallstent was advanced to the lesion and an attempt to deploy the stent was made. After the physician had thought the stent was deployed, it was noted that the stent was not visible under fluoroscopy. The non-bsc introducer sheath was checked, and the stent was located stuck inside the sheath. The stent deployed inside the introducer sheath during insertion, prior to reaching the target lesion. The procedure was completed successfully with another wallstent. No patient complications were reported and the patient's status is good. However, product analysis revealed that the stent was damaged.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.